Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, only wand telemetry was available and interrogation could not be completed. No intervention or patient symptoms were reported. The patient would be monitored.